Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional code listed as hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Sales consultant reports that an explant procedure was done for a locking compression plate fracture to the left proximal tibia for a non union on (B)(6) 2013. The original surgery implant was performed on (B)(6) 2012. Surgeon had a culture done to rule out infection but results have not been obtained. A complete new replacement is scheduled in 2 weeks time. This report is for a 3.5mm locking screw slf-tpng w/stardrive(tm) recess 45mm. This is 6 of 13 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Results from culture test were negative. The lot number is unknown; therefore a review of the device history record could not be completed. The date of event is unknown. Contact name changed to (B)(6), chu manager. Original date of awareness is (B)(6) 2013.